Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported to baxter a colleague infusion pump with a damaged battery. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer is not willing to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The assignable cause of the condition was due to the dc harness not being properly connected to the pump. The dc harness was reconnected to correct the condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.